Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Unable to test excessive no delivery alarm due to motor error noted. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was 107 mg/dl. During troubleshooting, found 2 motor error alarms and a no delivery alarm. . Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will need to be replaced. Customer agreed to return the device for analysis.